Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service codes 107/204) has been confirmed. As rec'd, the wires from ECG c to the distribution node were pulled from the distribution node. The root cause of the pulled cables cannot be positively identified, but was likely a result of excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the damaged wire. The pt rec'd a replacement electrode belt.

Event description:
Zoll customer support reviewed the download of a (B)(6) male pt which revealed service codes 204 and 107, indicating a communication issue with the pt's electrode belt. The pt was issued a replacement electrode belt.